Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by rails were blown. The field service engineer replaced the drawer rails to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system that it had sticky tracks, hard to open drawer and close. The customer reported an issue occurred when dispensing medication to patient. There were no adverse events or injuries reported based on this incid.